Event description:
It was reported that during a procedure to treat atrial fibrillation (a fib) using an intellamap orion high resolution mapping catheter (orion) pericardial effusion was observed. During mapping of the left atrium the status of the patient's blood pressure prompted the physicians to use an echocardiogram and fluoroscopy to examine the patient. They observed pericardial effusion and performed drainage. They observed the patient for a 30 minute waiting period and during that time the pericardial effusion returned, and was subsequently drained again. After the second drainage the effusion did not occur again, this was confirmed by a CT scan. The patient was then transferred to a hospital ward. There is no information available about the patient's condition after this transfer. The procedure was not completed due to the event. The catheter is not expected to be returned as it was disposed of by the site. According to the physician, after the septal puncture, a second sheath was advanced through the same hole as the first sheath. It was intended to advance this sheath into the left atrium, however, the sheath may have been advanced between the septum. However, during drainage the blood was arterial blood, therefore, it is not possible to completely eliminate the possibility that the issue occurred during manipulation of the orion catheter although the physician stated they did not believe there was potentially dangerous manipulation during use of the orion catheter.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.